Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion from the right ventricular (rv) lead. Survival intervention was performed, then the patient had a stroke and did not recover. The patient became deceased. The status of the lead is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.